Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr)) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged issue started (B)(6) 2014 at 12:00 am, when he obtained a blood glucose result of ¿8.2 mmol/l¿ with the subject meter and ¿2.9 mmol/l¿ on another device (ultra 2), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (metformin, 500 mg) and insulin (novorapid, self-adjuster; lantus, 30 units) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, on (B)(6) 2014 between ¿12:00-1:00 am¿, he developed symptoms of ¿shaky and sweaty.¿ the patient tested his blood glucose with the subject meter and obtained a result of ¿8.4 mmol/l.¿ the patient self-treated with ¿dex4¿ glucose gel and had some toast in response to the symptoms. The patient confirmed he began to feel better 10 minutes afterwards. The csr confirmed that the subject meter was set to the correct unit of measure setting. The csr discovered that the patient was storing the test strips incorrectly and storing it in another vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2014 and (B)(6) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.